Event description:
It was reported that the insulin pump buttons were unresponsive. Customer stated that the act button was not working. Customer's blood glucose was good. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioning properly. No damage on keypad assembly noted. However, found unlocked lcd keypad connector during visual inspection. Insulin pump received with cracked reservoir tube lip and minor scratches on lcd window.